Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the field evaluation, the fse conducted an inspection and was able to reproduce the issue. The radio frequency identifier (rfid) was not detected on the universal surgical manipulator (usm) 3. The fse replaced the usm 3 to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the instruments were not recognized on the universal surgical manipulator (usm) 3. The customer had already reseated the sterile adapter with no change. The forceps instrument could not be recognized on the usm #3, and tried reattaching the drape, reattaching the forceps instrument, replacing the drape, and replacing the instrument, still the issue continued. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer had to check the presence pins on the carriage, but the customer found no issue with the pins. Finally, the tse advised to restart the system, still the issue persisted. The customer elected to continue the procedure with 3 arms. An isi followed up with the initial reporter and obtained the following additional information: the issue occurred at the beginning of the procedure. There was no patient injury. An isi field service engineer (fse) visited the site, the system started up without error and the instrument was not recognized.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the issue was confirmed and reproduced as having occurred in the field. The event log recorded errors 31087 and 31088 both pointing to the radio frequency identifier (rfid). The unit was tested on an in-house system in normal mode with no triggered errors but the carriage did not recognize any instruments. The unit was also tested on the system where it failed carriage switches due to rfid. The complaint was confirmed based on the failure analysis.